Event description:
It was report that fluid was leaking from the sheath valve. During an atrial fibrillation (a fib) procedure, a faradrive device was selected for use. After the physician removed the non-boston scientific catheter, fluid leakage was observed from the sheath valve. When attempting to aspirate through the connection port and tubing, the physician was unable to prevent air bubbles from being drawn in. Bubbles were also noted in the side port tubing during aspiration from the sheath shaft. As a result, the sheath was replaced. The procedure was completed without any patient complications, and the device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at the boston scientific post market quality assurance laboratory, it was observed that there was leakage, and a steady flow of air were observed during leak and aspiration testing respectively. There were tears observed on the center slit of the external and internal hemostatic valves. This type of defect can compromise the valves ability to seal pressure and fluid within the sheath.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was report that fluid was leaking from the sheath valve. During a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. After the physician removed the non-boston scientific catheter, fluid leakage was observed from the sheath valve. When attempting to aspirate through the connection port and tubing, the physician was unable to prevent air bubbles from being drawn in. Bubbles were also noted in the side port tubing during aspiration from the sheath shaft. As a result, the sheath was replaced. The procedure was completed without any patient complications, and the device is expected to be returned for analysis.